Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the pump did not power on. The complaint of a dim, faded display was not able to be investigated due to no power to the pump. Further testing was unable to be performed. A visual inspection of the pump revealed multiple cracks in the battery compartment. There was visible rust and corrosion found inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and no moisture corrosion was found inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.